Manufacturer narrative:
The investigation codes along with investigation results will be provided in a subsequent submission.

Event description:
It was reported that the site performed a right heart catheterization (rhc) on (B)(6) 2025, and no abbott personnel were present or aware on the day of the procedure. No recalibration was performed. Pending information on the primary reason for the rhc.

Manufacturer narrative:
No device analysis results are available because the device remains implanted. A review of the DHR was performed and ruled out the possibility of a manufacturing related issue causing or contributing to the reported complaint issue. Per the IFU, right heart catheterization is required for system baseline (mean pressure) calibration and may be needed to recalibrate the baseline (mean pressure) in order to continue to use the system.

Event description:
Multiple attempts have been made to contact the clinic for further information about the right heart catheterization (rhc), patient weight, plans for the sensor and all attempts were unsuccessful.